Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo 13.2; -7.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens was reported as having low vault without rotation. On (B)(6) 2024 the lens was replaced with a longer length lens. This resolved the problem. Cause of the event was unknown.